Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device experienced a broken or cracked display screen of unknown cause while the device continued to deliver insulin as expected, and a photo of the damage was obtained. Symptoms included no reported adverse clinical effects. Outcomes included no impact to the user¿s health and continued use of cgm with a phone or receiver while awaiting replacement. Investigation included complaint handling, collection of device history information from the user, and logistical coordination for replacement and return. Investigation of this device revealed device damage localized to the display assembly, with the therapy function otherwise reported as operating, consistent with physical damage to the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the display not related to a device manufacturing or design deficiency.